Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 429 mg/dl. The customer experienced different blood glucose level of 94 mg/dl. The customer did experience any symptoms such as nausea, throwing up and high ketones. The customer was treated with insulin drip, saline and magnesium for high blood glucose. The customer stated that infusion set had bent cannula. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.